Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00613. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device- 7 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2017. It was reported that the patient is currently inpatient hospitalization and reported gastrointestinal (gi) bleeding. The patient presented with low hemoglobin (hgb) and hematocrit (hg) with heme (B)(6)stools. The patient received iron IV infusion. Per the gastroenterologist there was no need for a patient work up due to the patient¿s hgb and hg increasing without intervention. Anticoagulant at the time of the event was aspirin. There are no reported changes to patient care and any further signs or symptoms of gi bleeding. No additional information was provided.